Event description:
It was reported that customer's insulin pump alarmed button error. Customer was sunbathing and the alarm occurred. The alarm cannot be cleared. Customer's blood glucose was 8.0 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window, a shifted end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.